Event description:
At 12 months post implant, this cardiac resynchronization therapy-defibrillator (crt-d) device was unable to be interrogated. The device was explanted and returned to guidant for analysis.